Manufacturer narrative:
The following devices were also listed in this report: x3 triathlon insert ps#7 9mm; cat# 5532-g-709; lot# ldp531, unknown triathlon ps femur; cat# unknown lot# unknown , unknown triathlon patella; cat# unknown; lot# unknown, it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was retained by the patient not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Left baseplate revised and poly insert exchanged due to pain.

Manufacturer narrative:
An event regarding loosening involving an unknown tritanium baseplate was reported. The event was confirmed. Method & results: device evaluation and results: not performed as no items associated with the event were returned for evaluation. Medical records received and evaluation: review of the provided x-rays by a clinical consultant indicated a moderate overload condition in both arthroplasties was present related to the degree of obesity of the patient, probably in combination with additional procedure-related factors regarding accuracy of bone preparation or optimal component position with the same factors contributing to a relative overload condition adversely influencing bone ingrowth conditions for a tritanium baseplate that has already critical bone ingrowth requirements. Diagnosis: a moderate overload condition in both arthroplasties was present related to the degree of obesity of the patient, probably in combination with additional procedure-related factors regarding accuracy of bone preparation or optimal component position with the same factors contributing to a relative overload condition adversely influencing boneingrowth conditions for a tritanium baseplate that has already critical bone ingrowth requirements. Device history review: not performed as the device was not properly identified. Complaint history review: not performed as the device was not properly identified. Conclusions: review of the provided x-rays by a clinical consultant indicated a moderate overload condition in both arthroplasties was present related to the degree of obesity of the patient, probably in combination with additional procedure-related factors regarding accuracy of bone preparation or optimal component position with the same factors contributing to a relative overload condition adversely influencing bone ingrowth conditions for a tritanium baseplate that has already critical bone ingrowth requirements. No further investigation for this event is possible at this time. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Left baseplate revised and poly insert exchanged due to pain.